Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The file will be closed as fired satisfactorily as the device was found to meet all visual and functional test specifications. (B)(4).

Manufacturer narrative:
(B)(4). The device was returned on november 03, 2015. (B)(4).

Event description:
According to the reporter, a male patient underwent a low anterior resection. After completing an end to end anastomosis the staple line was incomplete. Sizers were used pre-op. A colostomy was performed. The procedure time was extended more than 30 minutes. The incision was extended by more than 1 inch. The procedure was not converted to an open procedure. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc or more. No reinforcement material was used in conjunction with the stapling device. Patient status: stable.